Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch basic meter would not power on. The patient tests his blood glucose twice a day. He tests before breakfast and at bedtime. The patient takes metformin and januvia. The patient indicated that the alleged meter issue started three days prior, at an unspecified time. Although the patient claimed that he was unable to test his that day, he continued to take his medications as prescribed. At unspecified times later that same day, the patient alleged that he developed symptoms of feeling low because of the meter issue. He was unable to specify what actual symptoms he had. As a result of developing the symptoms, the patient administered self-care by eating food and drinking a beverage which helped to relieve his symptoms. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. The complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms of hypoglycemia after the alleged meter stopped powering on. It is unclear as to what specific symptoms he had. However, he mentioned that he treated himself by consuming food/drink(s).

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.